Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (unknown concentration at 169.8 mcg/day) via an implantable infusion pump. It was reported that the patient had lost a lot of weight and "there is a lot of skin" and because of this, the pump moved and flipped a lot. She could never tell if the pump was facing forward or back until trying to deliver a bolus. No further complications were reported.